Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip periprosthetic fracture, failed total hip with instability, constrained liner failure. Doi: (B)(6) 2004; dor #1: (B)(6) 2008 (head & liner exchanged); dor #2: (B)(6) 2019; (right hip); head and liner revised.

Manufacturer narrative:
Product complaint # (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 2767474. Device history batch ==> null. Device history review ==> a DHR review on wpc 15587-2012 found one manufacturing deviation, number 3083 at operation number 950 pack for shipping, raised regarding attachment of additional shipment label onto outer shipping carton. The deviation would not have affected the event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.